Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after entering values into the bolus menu, the recommended bolus calculation was inaccurate. Blood glucose ranged from 38-40 (mg/dl), and was treated with soda and food. Review of the pump data logs by tandem technical support verified that the pump calculated the accurate bolus amount based on the settings. However, the customer had not yet adjusted the pump time settings to accommodate for daylight savings. The contact acknowledged the information.